Manufacturer narrative:
Product development investigation was completed. A visual inspection, and device history records (DHR) review were performed as part of this investigation. The visual inspection confirmed that the tip of the screwdriver shaft was broken. The broken fragment was not returned. This complaint is confirmed. The review of the production history revealed that this device was manufactured in september 2016 per the specifications. This device is made of stainless steel. The part conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformance reported. The hardness parameters were checked and found to comply with the specifications. In addition, these instruments are subjected to a 100% control before they leave the manufacturing facility. No manufacturing related issue that would contributed to this complaint were found. No definitive root cause could be determined; however, the mode of failure is consistent with a mechanical overloading. No product related issues were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s date of birth and weight are not available for reporting. Device is an instrument and is not implanted/explanted. (B)(6). The (510k): device is not distributed in the united states, but is similar to device marketed in the USA. A device history record (DHR) review was performed for part # 03.636.001, lot # l088786: manufacturing location: (B)(4), manufacturing date: 28. Sep. 2016: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unspecified spine surgery performed on (B)(6) 2017, the t-handle could not apply the torque as the screwdriver broke. The piece of the broken screwdriver shaft was removed and surgeon believed he retrieved the broken pieces; however the x-rays taken after the surgery revealed that there was still a broken piece left inside the patient. The surgery was not prolonged. There was no patient harm and the patient outcome is reported as good. No other medical intervention is planned. The surgery was successfully completed. X-ray review performed by manufacturer confirms there is an irregular shaped radiopaque object close to the rod between l4 and l5 screw head. If the x-ray images are post-operative images, then it is likely that the irregular piece was from the broken instrument. This report is for one (1) screwdriver shaft. This is report 1 of 1 for complaint (B)(4).